Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 4. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.